Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had read high at night (>500 mg/dl) and low during the day (<20 mg/dl). The patients husband administered a glucagon shot. The patients pod was removed. The patient was taken by ambulance to the hospital. While in the ambulance the patient was put on a ventilator and placed in a medical induced coma. It was reported the patients transmitter had not been working. Once at the hospital the patient was transferred to the ICU (intensive care unit). The patient was treated with both intravenous fluids and insulin. The patient was released from the hospital after 4 days. It should be noted the patient takes over 25 medications a day due to other illnesses.